Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. It was found that the mobile view station (mvs) was unable to connect to the image acquisition system (ias). Was able to reproduce the issue. Inspected the system and saw that the imaging system was not in the docked position and was in the collision zone. The ias also booted up in stand alone mode as well. After adjusting the gantry out of the collision zone and disconnecting and re-connecting the umbilical, was able to get the system fully functional. Was able to repeat this issue once after rebooting the system and setting the gantry back around the same position it was before. After that, was not able to reproduce the issue after several attempts. The customer has been informed of the issue and it's resolution. A full imaging system check-out was completed following on-site troubleshooting and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system would not completely boot up. It was reported that the system was closed around the patient when communication could not be established. This made the system unable to acquire any images or take a spin. Also, the collision zone warning was displayed. The use of the imaging system was discontinued because of this issue and the procedure was completed successfully using a c-arm. There was a reported delay to the procedure of less than 1 hour due to this issue. The patient was not impacted.